Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (termination)") and device dislocation ("physician excised both fallopian tubes and did not visualize the left essure implant") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: progesterone iud in 2014. Concurrent conditions included penicillin allergy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and menometrorrhagia ("heavy and irregular vaginal bleeding/ excessive and frequent menstruation with irregular cycle"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopy with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, device dislocation, vaginal haemorrhage, menorrhagia and menometrorrhagia outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, menometrorrhagia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: during essure insertion secretory endometrium was noted but both ostia were easily visualized. Bilateral essure implants were placed without any difficulty at all. There were three rings exposed on the right side and four rings exposed on the left side. During removal procedure, physician excised both fallopian tubes. He did visualize the right essure implant. He did not visualize the left essure implant. In the medical records (mr) it was mentioned that plaintiff took an abortion pill in (B)(6) 2016. It was suspected that she has retained products of conception. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: declined from 5 to 4 over two days ultrasound scan - on (B)(6) 2017: large amount of endometrial tissue concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menometrorrhagia. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet (pfs) and medical records (mr) ¿ new reporters (healthcare facilities ¿ case became medically confirmed); plaintiff¿s demographic data; drug history (progesterone iud); concomitant conditions (allergy to penicillin); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure insertion date update ((B)(6) 2014); essure insertion details; essure removal date update ((B)(6) 2017); new adverse events (abnormal bleeding (vaginal, menorrhagia), pregnancy (termination), device ineffective, heavy and irregular vaginal bleeding/ excessive and frequent menstruation with irregular cycle, and physician excised both fallopian tubes and did not visualize the left essure implant); exams (beta human chorionic gonadotropin and ultrasound scan); essure removal details; and essure removal method (laparoscopy with bilateral salpingectomy). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (termination)') and device dislocation ('physician excised both fallopian tubes and did not visualize the left essure implant') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: progesterone iud in 2014. Concurrent conditions included penicillin allergy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menometrorrhagia ("heavy and irregular vaginal bleeding/ excessive and frequent menstruation with irregular cycle") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have neoplasm ("tumor"). The patient was treated with surgery (ablation and laparoscopy with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, pregnancy with contraceptive device, device dislocation, vaginal haemorrhage and menometrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device dislocation, menometrorrhagia, menorrhagia, neoplasm, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: during essure insertion secretory endometrium was noted but both ostia were easily visualized. Bilateral essure implants were placed without any difficulty at all. There were three rings exposed on the right side and four rings exposed on the left side. Discrepancy on date of removal. During removal procedure, physician excised both fallopian tubes. He did visualize the right essure implant. He did not visualize the left essure implant. In the medical records (mr) it was mentioned that plaintiff took an abortion pill in (B)(6) 2016. It was suspected that she has retained products of conception. Patient received treatment for pain, bleeding, tumor . Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: results: declined from 5 to 4 over two days. Imaging procedure - on (B)(6) 2014: essure confirmation test unknown: bilateral occlusion. Ultrasound scan - on (B)(6) 2017: results: large amount of endometrial tissue. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events abdominal pain, tumor were added and outcome updated recovered/resolved for event pelvic pain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (termination)") and device dislocation ("physician excised both fallopian tubes and did not visualize the left essure implant") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: progesterone iud in 2014. Concurrent conditions included penicillin allergy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and menometrorrhagia ("heavy and irregular vaginal bleeding/ excessive and frequent menstruation with irregular cycle"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopy with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, device dislocation, vaginal haemorrhage, menorrhagia and menometrorrhagia outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, menometrorrhagia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: during essure insertion secretory endometrium was noted but both ostia were easily visualized. Bilateral essure implants were placed without any difficulty at all. There were three rings exposed on the right side and four rings exposed on the left side. During removal procedure, physician excised both fallopian tubes. He did visualize the right essure implant. He did not visualize the left essure implant. In the medical records (mr) it was mentioned that plaintiff took an abortion pill in (B)(6) 2016. It was suspected that she has retained products of conception. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: declined from 5 to 4 over two days. Ultrasound scan - on (B)(6) 2017: large amount of endometrial tissue. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 (B)(6) 2010 and anxiety. Previously administered products included for an unreported indication: progesterone iud until (B)(6) 2014. Concurrent conditions included penicillin allergy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy termination"). On (B)(6) 2017, the patient experienced device dislocation ("physician excised both fallopian tubes and did not visualize the left essure implant") and endometrial disorder ("endometrial mass") and was found to have fibroma ("tumor-fibroid tumor"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy and irregular vaginal bleeding/ excessive and frequent menstruation with irregular cycle") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation and laparoscopy with bilateral salpingectomy and essure removal) and endometrial curettings. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, device dislocation, pregnancy with contraceptive device, menometrorrhagia, fibroma and endometrial disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, endometrial disorder, fibroma, menometrorrhagia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: during essure insertion secretory endometrium was noted but both ostia were easily visualized. Bilateral essure implants were placed without any difficulty at all. There were three rings exposed on the right side and four rings exposed on the left side. Discrepancy on date of removal. During removal procedure, physician excised both fallopian tubes. He did visualize the right essure implant. He did not visualize the left essure implant. In the medical records (mr) it was mentioned that plaintiff took an abortion pill in (B)(6) 2016. It was suspected that she has retained products of conception. Patient received treatment for pain, bleeding, tumor. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: results: declined from 5 to 4 over two days. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test unknown: bilateral occlusion; in (B)(6) 2014: total bilateral occlusion. Ultrasound scan - on (B)(6) 2017: results: large amount of endometrial tissue. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received: new events endometrial mass, lower back pain, lower abdominal pain were added. Event tumor updated to fibroid tumor. Height, medical history and lab data were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.